Event description:
Csf leak at the needle-free injection site level. Incident occured end of (B)(6). The patient died from ventriculitis but there is no proof of direct link with the incident. The device will not be returned for evaluation. Further information will be sent soon.

Manufacturer narrative:
This report is being filed to reflect additional information provided on 9/26/2014.

Manufacturer narrative:
(B)(4). Additional information. This follow up report is being submitted to populate the 510k number that was not entered on the initial medwach.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Event description:
Additional information stated: patient with a history of avm presented to hospital with high icp and coma. On (B)(6) 2014, the patient underwent placement of eds with standard ventricular catheter (B)(4). No pre-medication or prophylactic antibiotics were given for the procedure. Approximately 13 days later, on (B)(6) 2014, a very slow leak at the proximal stopcock of the eds was discovered. This was determined by the hospital to be caused by a cracked stopcock. On (B)(6) 2014, the patient had ¿explosive¿ ventriculitis. The patient¿s csf glycosite was 170 mm3 and the ventricular catheter ¿was positive¿. As a result, the evd was removed and the patient received carbapénème, méropénème, and linézolide to treat the infection. The hospital assesses the patient¿s ventriculitis and subsequent death to be likely related to the csf leak at the eds proximal stopcock.